Manufacturer narrative:
Result: nurse call communication cord.

Event description:
It was reported by service report that the plug on the auxiliary power cord was damaged. It was further reported the nurse call communication cord was damaged. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.